Event description:
No delay in pt diagnosis. Customer reported diagnostic cells outside the 22 fields of view (fov). Css offered to contact (B)(4) to review the slide but customer declined. Abnormal cells were discovered outside the 22 fov during qc. Customer reported she contacted css as this was quest policy but they did not want to f/u further, customer was satisfied.